Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. The patient¿s pd culture yielded growth of klebsiella oxytoca which is an organism that is commonly found in the intestinal tract and stool of humans. The patient¿s nurse reported the patient had concomitant clostridium difficile infection and the patient¿s nephrologist suspected the peritonitis infection was associated to transmural infection from the gut. Other potential sources for the patient¿s peritonitis may include a breach in aseptic technique, the patient¿s pd catheter (not a fresenius product) or the patient placing the drain line too low in in the toilet, as also reported by the patient¿s nurse. However, the liberty select cycler owner¿s manual cautions the user not to submerge the drain lines into fluid such as toilet bowl. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2020. Upon follow-up, the pd registered nurse (pdrn) reported that the patient was experiencing abdominal pain and first entered the hospital on (B)(6) 2020. A pd culture obtained on the same date yielded growth of klebsiella oxytoca. The patient was subsequently admitted (B)(6) 2020. The patient was treated with intravenous (IV) gentamycin. Additionally, the patient underwent pd catheter removal (not a fresenius product) on approximately (B)(6) 2020 and remained on hemodialysis while hospitalized. The patient was discharged from the hospital on (B)(6) 2020 and was reportedly recovering from the peritonitis event. The nurse confirmed there were no fluid leaks, malfunctions, nor deficiencies with any fresenius products which may have attributed to this event. Per the nurse, the cause of the patient¿s peritonitis is unknown, however, there were several potential contributing factors. Reportedly, the patient¿s pd catheter may have been a potential source of infection as the patient was experiencing issues draining. The nurse suspects the patient¿s depression and alcohol use may have led to a breach in aseptic technique. Another source of possible infection may have been from placing the drain line in the toilet. During the last follow-up the nurse indicated the patient had concomitant clostridium difficile infection while hospitalized. According to the nurse, the patient¿s nephrologist believes the peritonitis is associated to transmural infection from the gut.

Manufacturer narrative:
Additional information: b5, d10, h3, h10 corrected information: h6- method (c139460), result (c92084)- (new information replacing previously submitted codes) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed. There were multiple m65 scale reading error warning alarms during the treatment but they were cleared and treatment proceeded. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. The load cell verification was out-of-specification. The test failed at the 2000 gram and 4000 gram checks. Failure was caused by the heater tray rubbing on the top cover (front panel side). After adjusting the heater tray the load cell verification was within tolerance. There were no visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
Received notification from the cycler manufacturer on (B)(6) 2020 that the patient's cycler was received and a physical evaluation will be performed.

Manufacturer narrative:
Plant investigation: after receiving patient symptom details, a second records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6)2020 . Upon follow-up, the pd registered nurse (pdrn) reported that the patient was experiencing abdominal pain and first entered the hospital on(B)(6)2020 . A pd culture obtained on the same date yielded growth of klebsiella oxytoca. The patient was subsequently admitted (B)(6)2020 . The patient was treated with intravenous (IV) gentamycin. Additionally, the patient underwent pd catheter removal (not a fresenius product) on approximately (B)(6)2020 and remained on hemodialysis while hospitalized. The patient was discharged from the hospital on (B)(6)2020 and was reportedly recovering from the peritonitis event. The nurse confirmed there were no fluid leaks, malfunctions, nor deficiencies with any fresenius products which may have attributed to this event. Per the nurse, the cause of the patient¿s peritonitis is unknown, however, there were several potential contributing factors. Reportedly, the patient¿s pd catheter may have been a potential source of infection as the patient was experiencing issues draining. The nurse suspects the patient¿s depression and alcohol use may have led to a breach in aseptic technique. Another source of possible infection may have been from placing the drain line in the toilet. During the last follow-up the nurse indicated the patient had concomitant clostridium difficile infection while hospitalized. According to the nurse, the patient¿s nephrologist believes the peritonitis is associated to transmural infection from the gut.